Manufacturer narrative:
Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, add'l instruction sheets, and educational programs are being effective in ensuring optimal use of the product. Attempts were made to determine the cause of death but info was not provided. Customer reportedly has resumed use of the product.

Event description:
Customer reported pt with moldy skin surface around central venous catheter site. Reported on (B)(6) 2014 emergency room; (B)(6) 2014 emergency room ICU, cvc insertion; (B)(6) 2014 transfer to general ward, changed dressing (dressing type unk); (B)(6) 2014 transfer to ICU, changed dressing due to oozing (dressing type: gauze plus tape); (B)(6) 2014 dressing change, tegaderm chg dressing applied; (B)(6) 2014 pt expired, tegaderm chg dressing removed and customer reported pt had a green moldy like skin surface around cvc insertion site. Reported tegaderm chg dressing used one time (from (B)(6) 2014). No culture taken.